Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and fecal incontinence. It was reported that the patient was in pain. Additionally the patient said they had worsening of non-obstructive urinary retention. On (B)(6) 2022, patient's wife explained he is still experiencing discomfort and pain since 4am 5/26. He has not been able to urinate since and she had to use a catheter. No further complications were reported.